Event description:
A customer reported during surgery, the 23 gauge trocars failed to hold infusion. The case was completed following a 30 minute delay. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).